Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer will continue to use the pump for insulin therapy and has manual injections if needed. There was no reported adverse impact to customers blood glucose (bg) level.